Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was reported the lead was repositioned multiple times at the initial implant procedure the previous day. Low pacing threshold measurements had been observed. The pocket was reopened and the lead was successfully explanted. Tissue was noted on the lead tip. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection confirm tissue was entwined in the helix mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported lead dislodgement or low pacing impedance measurements.